Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified there was no damage or irregularity in the catheter. With visual and tactile examination, there was no damage or irregularity in the pump. The thrombectomy system was inserted in to the ultra console for functional testing. The catheter was successfully primed and pumped. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a deep vein thrombosis (dvt) procedure, a angiojet solent thrombectomy catheter was selected for use in the upper vena cava. During the procedure the device stopped sucking. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a deep vein thrombosis (dvt) procedure, a angiojet solent thrombectomy catheter was selected for use in the upper vena cava. During the procedure the device stopped sucking. The procedure was completed with another device. No patient complications were reported.